Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age ((B)(6) years old), weight (B)(6) at the time of index procedure. Date of initial surgical procedure? - (B)(6) 2012. Product code and lot number? - code: umn3. What is physician s opinion as to the etiology of or contributing factors to this event? - vaginal atrophy. When was the mesh exposure and vaginal bleeding first noted by a physician? - (B)(6) 2015. What is the patient's current status? - given vaginal oestrogen pessaries which resolved the erosion, no surgery was necessary.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic sacrocolpohysteropexy procedure in 2011 concurrently with ventral rectopexy and mesh was implanted. The patient recovered well and was discharged from doctor's care few months following the procedure. In 2016 the patient was seen by gynecologist for vaginal bleeding with a small area of mesh exposure found at the posterior fornix. The patient was treated with local estrogen cream and the patient was discharged. Additional information has been requested.